Event description:
It was reported that the surgeon exchanged the liner. Revised due to infection, a washout was done.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Device inspection not performed as no items were returned. There have been no reported discrepancies for the referenced lot or sterile lot. There have been no reported events for the lot or sterile lot referenced. The exact cause of the event could not be determined based on the limited information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that the surgeon exchanged the liner. Revised due to infection, a washout was done.